Event description:
The patient states that they are having paralysis in the face due to the device "shocking" them and they beleive it is malfunctioning. They are having difficulty getting in to see a doctor due to insurance reasons. Their insurance carrier told them to go to the emergency room. They went to the emergency room and were told that they did not have the equipment to "shut off" or test the device.